Manufacturer narrative:
The device history record (DHR) for lot 700961 indicates that zero defects were found in 300 visual and 200 physical samples inspected from the lot. There were no non-conformance reports (ncr)s issued against this lot. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there was one issue possibly related to the reported condition. A tape feed roller was replaced on a barrel printer. All scheduled maintenance and calibration activities were completed. A review of the process monitoring data was conducted and revealed about 21 minutes of downtime logged for issues with the tape advance of the barrel printer. There was also about 10 minutes logged to change the print tape. An observation of the machine in its current condition did not reveal any issues related to the reported condition. There were no physical samples submitted with this complaint. There were two pictures of the reported condition submitted. The samples in the pictures had missing barrel print (partial/missing print). The reported condition is confirmed. The exact root cause could not be determined based on available information. A 6m analysis was conducted and the most likely root cause of missing barrel print is potentially from issues with the print tape feed/advance that occurred during the barrel printing process. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for poor and missing barrel print. The lot met all defined acceptance requirements and was released. Based on the investigation and root cause analysis, the initiation of a formal corrective and preventative action (CAPA) is not required, as a systemic issue with the process or product was not identified. A corrective maintenance maximo work order was completed to replace the tape feed roller during production of this lot. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 7/21/17. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports 13 syringes were opened and the scales were wiped off.